Event description:
It was reported that, on (B)(6) 2022 the user opened the package and took out the inlay optima ureteral stent after checking that the outer packaging was correct. During the process of pushing the pigtail straightener to the renal end, the stent was broken into three segments. Per follow up information received via ibc on 07-apr-2022 it was stated that no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material selection". The device was used for treatment purposes. As the device was not returned for evaluation it was unknown if it had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. Activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." The device was not returned.

Event description:
It was reported that, on (B)(6) 2022 the user opened the package and took out the inlay optima ureteral stent after checking that the outer packaging was correct. During the process of pushing the pigtail straightener to the renal end, the stent was broken into three segments. Per follow up information received via ibc on 07apr2022, it was stated that no patient injury was reported.